Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer then mentioned that she was hospitalized a year ago for high blood glucose levels, with a reading of 600 mg/dl. The customer stated that she had an upset stomach, and was vomiting. The customer went to her room to lay down, and doesn't remember anything after that. The customer also stated that the cannula ended up being bent underneath her skin. The customer declined troubleshooting as this event was a year ago. Nothing further was reported.